Manufacturer narrative:
No product has been returned as of this report. The user reported no message appear upon scanning the sensor. The phone version and app version were not provided. An investigation was carried out based on the case information and no issue was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported "no message appears" while scanning and was unable to obtain readings. As a result, customer experienced chills and was unable to self-treat, requiring third-party administration of oral glucose, juice, cookies, milk and covered with blanket for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported "no message appears" while scanning and was unable to obtain readings. As a result, customer experienced chills and was unable to self-treat, requiring third-party administration of oral glucose, juice, cookies, milk and covered with blanket for treatment. There was no report of death or permanent impairment associated with this event.